Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter does not turn on. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2011 at 4:11am. The patient manages her diabetes with insulin (self-adjuster); however, patient's testing and medication frequency are not known. According to the csr's documentation, in response to the alleged power issue the patient consumed more food/drink at 4:33am. As a result of the reported product issue, the patient allegedly developed symptoms of sweating, dizziness, and an issue with her vision; however date/time symptoms began is unclear. The patient denied receiving any medical intervention after the alleged issue began. At the time of troubleshooting, the csr noted that the subject meter was misused; the meter was submerged in water. Replacement products were sent to the patient. Although it was discovered that the alleged issue was a result of the patient's direct misuse of the lfs product, this complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.